Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that the implantable lead was an attempted implant. Pacing impedance was greater than 3000 ohms during implant testing and the helix could not be extended, a replacement lead was implanted without further incident. No adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that the implantable lead was an attempted implant. Pacing impedance was greater than 3000 ohms during implant testing and the helix could not be extended, a replacement lead was implanted without further incident. No adverse patient effects were reported.